Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges adverse patient outcomes against the hernia mesh device; however, no additional details have been provided. Review of the adverse reaction section of the IFU lists adhesions and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. H11: this is an addendum to the initial emdr submitted on (B)(6) 2020. This supplemental emdr is submitted to correct previously reported information in the h.10 field. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2008, the patient underwent surgery in abdomen to repair an incisional hernia. A non-bard/davol product was implanted to repair the hernia. It is alleged that on or about (B)(6) 2015, the patient underwent revision surgery for the non-bard/davol product and was implanted with a bard/davol ventralex mesh during this repair of a ventral hernia. It is alleged that on or about (B)(6) 2018, the patient underwent surgery to remove the mesh products. Attorney also alleges that the patient experienced and/or continues to experience severe and chronic pain, bowel obstructions, adhesions, inflammation and will likely require additional surgeries to repair the damage from the mesh products. It is also alleged that the patient continues to suffer complications as a result of implantation with the mesh products. As reported, the ventralex patch had caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is further alleged that the patient experienced mental anguish, emotional distress, anxiety, depression, impairment and also alleges that the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges adhesions, bowel obstruction, inflammation, pain, subsequent surgical intervention for mesh removal and general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. DHR of the manufacturing lot is being processed. A review of the IFU finds it to be adequate. Review of the adverse reaction section of the IFU states that seroma, adhesions, hematomas, inflammation, extrusion, fistula formation, infection, allergic reaction, and hernia recurrence are possible complications. No medical records, autopsy, or death certificate have been provided. The fmea review identifies multiples potential adverse patient outcomes associated with the surgery/use of the device including adhesion, inflammation and obstruction. The review identifies controls in place to assess the failure modes and potential harms. Information provided by the patient's attorney is limited and review of the and IFU and fmea does not identify a root cause of the patient's alleged post-op complications. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2008, the patient underwent surgery in abdomen to repair an incisional hernia. A non-bard/davol product was implanted to repair the hernia. It is alleged that on or about (B)(6) 2015, the patient underwent revision surgery for the non-bard/davol product and was implanted with a bard/davol ventralex mesh during this repair of a ventral hernia. It is alleged that on or about (B)(6) 2018, the patient underwent surgery to remove the mesh products. Attorney also alleges that the patient experienced and/or continues to experience severe and chronic pain, bowel obstructions, adhesions, inflammation and will likely require additional surgeries to repair the damage from the mesh products. It is also alleged that the patient continues to suffer complications as a result of implantation with the mesh products. As reported, the ventralex patch had caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is further alleged that the patient experienced mental anguish, emotional distress, anxiety, depression, impairment and also alleges that the device was defective.

Event description:
Attorney alleges that on or about (B)(6) 2008, the patient underwent surgery in abdomen to repair an incisional hernia. A non-bard/davol product was implanted to repair the hernia. It is alleged that on or about (B)(6) 2015, the patient underwent revision surgery for the non-bard/davol product and was implanted with a bard/davol ventralex mesh during this repair of a ventral hernia. It is alleged that on or about (B)(6) 2018, the patient underwent surgery to remove the mesh products. Attorney also alleges that the patient experienced and/or continues to experience severe and chronic pain, bowel obstructions, adhesions, inflammation and will likely require additional surgeries to repair the damage from the mesh products. It is also alleged that the patient continues to suffer complications as a result of implantation with the mesh products. As reported, the ventralex patch had caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is further alleged that the patient experienced mental anguish, emotional distress, anxiety, depression, impairment and also alleges that the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with large symptomatic ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per op notes, ¿a ventralex mesh (device #1) was placed using sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent repair with the removal of ventralex mesh (device #1) & synthetic mesh. Per op notes, ¿interloop adhesions were taken down and the mesh was removed.¿ (B)(6) 2020 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the implant of ventralight st mesh using echo ps (device #2). Per op notes, ¿a ventralight st mesh using echo ps (device #2) was placed against the abdominal wall using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges adhesions, bowel obstruction, inflammation, pain, subsequent surgical intervention for mesh removal and general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. DHR of the manufacturing lot is being processed. A review of the IFU finds it to be adequate. Review of the adverse reaction section of the IFU states that seroma, adhesions, hematomas, inflammation, extrusion, fistula formation, infection, allergic reaction, and hernia recurrence are possible complications. No medical records, autopsy, or death certificate have been provided. The fmea review identifies multiples potential adverse patient outcomes associated with the surgery/use of the device including adhesion, inflammation and obstruction. The review identifies controls in place to assess the failure modes and potential harms. Information provided by the patient's attorney is limited and review of the and IFU and fmea does not identify a root cause of the patient's alleged post-op complications. Addendum #1: h11: this is an addendum to the initial emdr submitted on 29-apr-2020. This supplemental emdr is submitted to correct previously reported information in the h.10 field. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct implant date. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.